Event description:
It was reported that the radiofrequency head which was returned as an associate device subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: it was determined on analysis that the radiofrequency head tested out of specification due to electrical shorting of the cable found during incoming inspection. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.